Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise and far p oversensing. It was further noted from fluoroscopy that the lead was dislodged due to twiddler. The lead was capped and replaced on (B)(6) 2024. The patient was stable.